Manufacturer narrative:
Follow-up # 1 date of submission 07-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the pump¿s black box data showed no evidence of ¿cs128-fxxx¿ call service alarms; there were multiple ¿cs 128¿ alarm occurring due drastic voltage drops were observed. The ¿ez-prime¿ steps were performed correctly but all sleep current draws were above specification. The initial complaint was not confirmed. The pump¿s cover was removed and moisture corrosion was found to the continuous glucose monitoring (cgm) module. The sleep current draws returned to specification after unplugging the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.